Manufacturer narrative:
The complaint investigation for false elevated anti-hbs results included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. The performance of reagent lot 09328fn00 was evaluated using worldwide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 09328fn00 is within the established control limits, therefore, no unusual reagent lot performance was identified. Trending review determined no trends for the likely cause related to the complaint. Device history record review on lot 09328fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 09328fn00 was identified.

Event description:
The customer reported a false reactive architect anti-hbs result for a patient. The patient sample generated an anti-hbs result of 46.5 miu/ml (reactive). The reference range for the anti-hbs assay is greater than or equal to 10 miu/ml = reactive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer reported a false reactive architect anti-hbs result for a patient. The patient sample generated an anti-hbs result of 46.5 miu/ml (reactive). The reference range for the anti-hbs assay is greater than or equal to 10 miu/ml = reactive. There was no impacted to patient management reported.